Event description:
It was reported by the aci sales professional that an (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery (cfa) via a 6f cordis avanti sheath. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size approximately >6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that following the procedure a hematoma (>6cm) was noted and bleeding. Manual pressure was applied for 30 minutes and a femostop was applied for an hour. The physician accessed the left leg, common femoral artery to view the extravasation (bleeding) at the right common femoral artery area. A balloon angioplasty and stent implantation was performed. The balloon was placed from the left cfa contra laterally to the right groin and then inflated to stop the extravasation. The patient was hospitalized for one day due to the adverse event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.